Event description:
It was reported that blood leaked from the bd intima-ii¿ closed IV catheter system during use on a patient being treated for "acute bronchitis". The following information was provided by the initial reporter, translated from chinese to english: "the patient was treated with intravenous infusion due to acute bronchitis on the morning of (B)(6) 2020. After puncturing and catheterization, the blood returned and leaked out from prn . The nurse was immediately clipped and replaced with heparin, after that the infusion was successful completion."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9170852. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd intima-ii¿ closed IV catheter system during use on a patient being treated for "acute bronchitis". The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was treated with intravenous infusion due to acute bronchitis on the morning of (B)(6) 2020. After puncturing and catheterization, the blood returned and leaked out from prn . The nurse was immediately clipped and replaced with heparin, after that the infusion was successful completion."